Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
It was reported that the right atrial lead impedance was over 3000 ohms since several follow-ups and the atrial threshold was stable at 1,75v 0,75ms without any noise and with good sensing (1,81mv). The physician would like to know the exact lead impedance (3050ohm or infinite), to help him doing his diagnosis.